Event description:
It was reported that during a hysterectomy the device could not be activated. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 10/4/2024. D4 batch #: a9ct3n. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The device was connected to a test handpiece and a gen11; during functional testing, it was noted that the max hand control button was nonfunctional. However, the device did activate when tested with the footswitch. The instrument was mechanically tested and it was noted that the lever did not actuate the clamp. Functional testing could not be performed as the device did not properly attach to the handpiece. The device was disassembled to verify the condition of the internal components and a component from the lever-clamp mechanism was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the component affected the interface between the handpiece and the device. In addition, corrosion was found at the max hand activation dome. The corrosion in the dome is possibly caused when the device was soaked for cleaning before shipment for analysis. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified. It is possible that the collar tube did not allow the device to torque properly and generate an alert screen. No conclusion could be reached as to what caused the damage to the tube collar component. Due to the moisture discovered on the instrument, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude the root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.